Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed failed battery test 3 or 4 times during normal use. Blood glucose value is unknown. The insulin pump does not have damage and was not exposed to moisture. Customer also reported she received an off no power alert without a low battery alert and the display went blank. Customer changed the battery and display came back on until inserting a third battery. Customer could not continue troubleshooting. Customer was advised the battery cap would be replace and to call back if issue persists.